Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic for an examination of the driveline. Upon observation, the patient was discovered to have a driveline infection. The patient was admitted to the hospital and placed on IV antibiotics. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on (B)(4) 2015, it was reported that the patient had been placed on oral ciprofloxacin approximately 2 months prior and was readmitted for a continuing driveline infection due to resistance to the antibiotic. The healthcare professionals are reported to be considering a possible driveline site debridement. No additional information was received.